Event description:
It was reported that the system would not boot. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was reseated during the service call. The system was tested and found to be working as intended and put back into service.